Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 5175887. The review did not reveal any non-conformance's that could have contributed to this incident. To aid in the investigation of this issue, one (1) picture sample and one (1) physical sample were returned for evaluation by our quality team. Through examination of the samples, the defect of package damage, specifically tearing in the top web, was observed. A review of the mes (manufacturing engineering system) showed that there were intermittent jams at the multivac machine during manufacturing. Based on the samples, feedback provided, and the mes information, it is most probable that this damage resulted from a jam at the multivac. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that damaged packaging.